Manufacturer narrative:
Pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error alarm noted. The motor was tested outside of the device and passed. No stuck motor slide in the up position noted. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a pump error alarm and that his piston is stuck in the up position. His blood glucose was 222 mg/dl. He mentioned that this is the second time that tis has happened and he has only had his pump for 3 weeks. During troubleshooting, the customer was assisted in trying to clear the alarm and stated that it would not clear. He said that the pump was not exposed to a high magnetic field and was not able to rewind their pump. When checking their alarm history, the pump error was found. They were advised that the pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.